Manufacturer narrative:
H.6. Investigation: two photos and one loose 10ml syringe was received and evaluated. It was observed there was one major and two minor grad lines partially missing between the 1ml and 2ml markings. Two of the grad lines were missing more then 50%, which was rejectable per product specification. A potential root cause for the missing scale defect is associated with the marking process. Unfortunately, the batch/lot information is required to make corrective action determinations. No corrective actions are necessary at this time. H3 other text: see h.10.

Event description:
It was reported that syringe 10ml ll wwd had blurred scale printing. The following information was provided by the initial reporter: "during mfg process at togo medikit, blur printing product was confirmed."

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll wwd had blurred scale printing. The following information was provided by the initial reporter: "during mfg process at togo medikit, blur printing product was confirmed."